Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the coating peeled off. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that there was no issue on the 2nd delivery, however, on the 3rd time, the resistance became stronger and the device was unable to reach the lesion. Subsequently, the coating peeled off after a long period of procedure and the device was unable to cross the blood vessels. The device was removed as usual and the procedure was completed with another of the same device. There were no complications reported.